Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
On 10/11/2013 05:43:02 c. Coventry (covenc1) (B)(6). Per (B)(6): the customer complained that the pump error occurred: motor error during rewind. And there were some motor error alarm in the alarm history. The pump has been out of warranty. No further information provided. Customer: (B)(6) hospital affiliated to (B)(6) university. Out of warranty. Customer purchase date: 07/27/2007. Scrap RMA. Date of report: 2013-10-09, 14:23:00. Complaint taken by: (B)(6). See "additional information".